Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in the emergency room, post-paced t wave oversensing on the ventricular channel was observed. Programming changes were made and resolved the oversensing. Device remains implanted.